Manufacturer narrative:
The analysis did show that the bearing have been gritty. The back cap had a dent which caused the back cap button to stick in. If the back cap button sticks in it causes unusual inner friction and therefore a fast increase of temperature. The dent shows that the handpiece received a strong hit, e.g. Dropping during reprocessing. The condition of the bearings is due to wear process. It is likely that due to the higher temperature a stronger wear process took place. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment on tooth #4 the handpiece heated up and caused a burn on cheek to about the size of the back cap. The pt was instructed to do warm salt/water rinses but did not get any medication.